Manufacturer narrative:
Covidien reference number: (B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to exchange the inspiratory modules and replace the inspiratory printed circuit board. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.